Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13552, 2938836-2019-13554. It was reported that patient presented for lead replacement and upon interrogation several episodes of ams was observed due to lead noise observed in clinic. High, out of range, high lead impedance, no capture threshold or sensing and lead fracture was observed on the ra lead. The lead was explanted and replaced without complication. The rv lead was found to pulled back during procedure and the tip was stuck in rv lead and the slack was taken back. The rv lead was capped on (B)(6) 2019 and replaced. The device remains implanted. Patent was stable without any complications.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.